Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak remains unknown.

Event description:
During an atrial fibrillation procedure, air bubbles were noted in the introducer. A new flush of the introducer was done and the procedure completed.